Manufacturer narrative:
Additional information: b5, h4 and h6. B5: upon follow up, it was reported "the product became loose during start of IV when t-connector was attached to IV catheter and flushed leaked at attachment/twist area". H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of interlink system non-dehp t-connector extension sets leaked due to a loose component. The event was further described as ¿during IV start when t-connector was attached to IV catheter and flushed leaked at attachment/twist area¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.